Event description:
Baxter received a report stating that CENTRELLA MED-SURG bed exit was not alarming. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The Baxter technician found the PCB needed to be calibrated. Per the Baxter Service Manual, it is necessary for the Centrella Bed to have an effective maintenance program. We recommend that you do annual preventative maintenance PM. Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the Baxter maintenance records showed Baxter performed preventive maintenance on this bed (b)(6) 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician calibrated PCB to resolve the reported event. Based on this information, no further action is required.